Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Cosmetic defect found debris in lcd screen. The device was scrapped. The manufacturer received information cancer; death. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2025-007997-1 . This report was submitted as a duplicate report of the previously submitted report.¿